Manufacturer narrative:
(B)(4). The cam tightener shaft (product code: 2868-40-000, lot number: 0310nt) was returned to the complaints handling unit (chu). Both ends of the cam have broken off. None of the broken pieces were returned. The cam tightener shaft was subsequently submitted for fracture analysis. Optical images of the fractured surfaces reveal plastic torsional deformation at the trilobes of each tip. The plastic deformation at the trilobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the trilobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cam tightener shaft¿s tips breaking cannot be determined from the sample and information provided. The results of fracture analysis have found that a probable root cause is quasi-static overload torsional shear failure, potentially due to unexpectedly high amounts of torsion placed on the tips of the instrument during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acdf procedure. The tip sheared off. All pieces were removed from patient. There are two of these instruments on the tray so they used the second one to complete the procedure. No delay. No adverse event.